Event description:
Customer reported that she received a low battery alert and has changed the battery three times in 24 hours. Customer stated her blood glucose in the morning was around 300 mg/dl and she could not get it to go down; she had to treat with manual insulin injection. Current blood glucose was 124 mg/dl. Customer does not use the sensor feature and does not perform excessive button pressing. Backlight is not used frequently and does not do daily set rewinds. A failed battery test found in the alarm history. Customer stated she received no delivery alarms and had bruising or blood at insertion site. Customer was unable to troubleshoot as she was at work. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.